Event description:
It was reported by vns patient's caregiver that patient had a seizure and was taken to the emergency room. The patient's medication, trileptal level, was increased. There has not been any seizure since this incident as the patient continues to tolerate her medications and vns settings without side effects. The vns patient's treating neurologist did not know about the event nor received the ER clinic notes, so he could not comment on the patient's seizure pattern change.